Event description:
The customer reported that the device reset when the charge button was pressed. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device reset when the charge button was pressed. There was no report of pt involvement. The device was evaluated by philips, and the reported symptom was duplicated. The processor pca, internal memory card, and software were replaced to resolve the issue. Because multiple parts were replaced we cannot determine conclusively which part resolved the reported symptom.